Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). The magnet was placed back into correct position without surgical intervention. The implanted device remains. This report is submitted on october 20, 2022.